Event description:
Additional information received from a manufacturer representative reported it was unknown if the uncomfortable stimulation sensation had been resolved and the patient had canceled her surgery.

Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3889-28 ,lot# v515942, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The healthcare provider reported battery end of life and the patient fell and was having uncomfortable stimulation. Reprogramming had been attempted. The issue was not resolved. The patient was alive with no injury at the time of this report and an explant was scheduled for (B)(6) 2015. Relevant medical history included urinary dysfunction/sacral nerve stimulation. Follow-up was performed to determine if the uncomfortable stimulation was resolved.